Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). An external/internal inspection was performed with no issues noted. Temperature verification testing was performed and the results were found to be within specifications. The device pneumatic system was evaluated and all pressures were found to be correct and stable. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing. The device failed rite functional testing as fluid was transferred above the allowable specification range during volumetric accuracy testing. Further inspection of the device identified that the cause of the issue was due to degraded piston foam and a cracked door piston. The piston foam and piston were scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received, and the evaluation is in progress but has not yet been completed. Upon completion of the evaluation, a supplemental report will be submitted.